Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with left ventricular loss of capture leading to non-sustained right ventricular oversensing (nsrvo) episodes. No changes were reported. There were no patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted in a procedure on an unknown date. There were no patient consequences.

Manufacturer narrative:
Correction: d9.

Manufacturer narrative:
The reported event of capture anomaly was confirmed by reviewing the device data. However, the anomaly was likely caused due to external (non-device) related factors. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.